Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, when the surgeon activated the footswitch, the cable of the device twisted around itself and the surgeon heard a strange noise. When surgeon changed the rotation, the situation didn't change. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07294. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.